Event description:
It was reported that the nasastent dressing failed to dissolve appropriately post-operatively causing the patient to experience tissue inflammation, headaches and a bad smell. The residual material in the sinus cavity was suctioned out 2 months post-surgery with no further complications reported.

Manufacturer narrative:
The product, used in treatment, was not returned for evaluation. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There were no indications that would suggest that the product did not meet product specifications upon release into distribution.